Event description:
The implant failed due to pain and too early loading. Immediate implant placement and loading after dental extraction. Fixture was placed at #36 and removed after 15 days. Poor oral hygiene, good bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no health info about pt. Implant was too early loaded. See scanned pages.